Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Device was returned due to deceased patient. Initial interrogation of the device showed a false elective replacement indicator flag with a date stamped prior to the actual implant date. Visual inspection found cautery mark on the can of the device. The device having a false alert with a date stamp prior to implant date is consistent with that occurring as a result of exposure to electrocautery. User¿s manual indicates that electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibit the device operation. The elective replacement indicator flag was cleared. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.